Manufacturer narrative:
Device evaluated by MFR. The device was returned for analysis. Visual inspection noted that the rotawire was broken in the middle of the device at 181cm from the distal end section. Also, it has the spring tip kinked. The body kink and the burr was stuck in the broken section. Dimensional inspection or the overall length couldn't be measured due to the device condition. All the outer diameter (od) measurements taken met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on (B)(6) 2016. A rotawire was received with MDR ID# 2134265-2016-08240 with no reported issues. However, device analysis of the burr observed that it was entrapped on the rota wire.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on completed analysis of the related burr complaint on 15-sept-2016. A rotawire was received with MDR ID# 2134265-2016-08240 with no reported issues. However, device analysis of the burr observed that it was entrapped on the rota wire.